Event description:
Pt was revised due to dislocation of a depuy liner used in conjuction with a competitor's femoral head.

Manufacturer narrative:
Device evaluation finds nothing of note to indicate product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The initial info also states the depuy device was implanted with a competitor femoral head. This use with competitor product is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for correction action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.